Manufacturer narrative:
Visual inspection performed by r&d project manager: the spring ball plunger is came apart. It is possible this occurrence was influenced by variation in production/assembly however this cannot be confirmed.

Manufacturer narrative:
Batch review performed on 17 april 2019: lot 1311973b: (B)(4) items manufactured and released on 06-feb-2018. No anomalies found related to the problem. To date, no similar event has been reported on this lot .

Event description:
During surgery the instrument locking ball fell out of the handle. The ball did not fall in the patient. Straight broach handle used to complete the surgery. The surgery was completed successfully.